Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of hospitalization for diabetic ketoacidosis. The customer states they were on a pump that was inherited and belonged to her father in law. The customer's blood glucose level at the time of incident was over 600mg/dl. The customer's most current level was 266mg/dl. The customer treated the high with pump and manual injections. Troubleshoot was conducted. The cannula was noted to be slightly bent. The customer is being sent tubing clamp to conduct high pressure testing. The customer will be calling back when clamp is received in order to complete troubleshoot.